Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the aviva meter is consistent with an electrical short as the screen is marbled in appearance as if it was burned. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.